Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to pump or stirring mechanism blocked (too slow). There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in zuerich, switzerland. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
D.4 additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. Follow up communication with service engineer revealed that the issue was confirmed. As troubleshooting, the stirrer motor (96-410-719) was replaced. After positively passing functional verification checks, the unit was put back in service. A device service history review has been performed and identified that the unit was manufactured in 2014 and no similar events were reported since then. The most likely root cause of the reported event could be a jammed stirrer motor likely due to the wear of the component in contribution with the action of disinfectants during disinfection procedures and environmental condition in which the component was working, as high temperatures, humidity, and condensation. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration. However, there is no concerning trend for this kind of failure.